Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had multiple insulin flow blocked alarms. They had been receiving the alarm since last month. It would occur during a bolus or basal delivery. The customer¿s blood glucose during the incident was 15.2 mmol/l. Troubleshooting was performed. The infusion set, reservoir, and insulin were being changed every 2-3 days. The sites are rotated. They avoid inserting into areas with scar tissues. The tubing was not bent or kinked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.